Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation from their device. It was also stated pt felt stimulation in the wrong location. The rptr stated there is no known accident or incident related to this complaint. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.